Event description:
It was reported that the patient was admitted to the hospital due to an overdose. The healthcare professional turned down the pump.

Manufacturer narrative:
Catheter model# 8731sc lot# n211766005 implanted: (B)(6) 2011; explanted:unknown.